Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient reports they did not know the circumstances leading to the por. They saw their doctor (B)(6) 20 for a device reset and it was resolved. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that when the caller attempted to turn the stimulation off a power-on-reset (por) error message occurred. The information regarding por was reviewed and the caller was advised to contact the patient¿s managing healthcare provider. No patient symptoms were reported. No further complications were reported.